Manufacturer narrative:
Retainer = black. The customer alleged the pump has a blank display, is under delivering causing high bgs, and pump error 63 alarm during the self test reported on (B)(6) 2021. The pump powered up properly after battery installation. No blank display noted. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08695 inches however, the pump alarmed pump error 63 during the self test. Successfully downloaded the trace and history files using thus and carelink upload was successful. The pump was monitored and no blank display or unexpected power/battery alerts noted during testing. A review of the history files shows two (2) pump error 63 (variable 3) alarms on (B)(6) 2021 at 19:46 and 19:55 due to broken pin 6 (sda) trace at u1 on the keypad assembly. The pump was cut open to perform a visual inspection. No damage or moisture damage on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. The battery tube power connector is properly connected to j7/pcb 1. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, end cap address label faded, and pillowing keypad overlay. Blank display and under delivery anomaly are not confirmed. Pump error 63 alarms are confirmed due to broken pin 6 (sda) trace at u1 on the keypad assembly. The history file list the following manual programmed bolus deliveries for (B)(6) 2021: on (B)(6) 2021 09:09 bolus wizard normalbolusamountprogrammed = 2.4 bolusamountdelivered = 2.4. On (B)(6) 2021 12:49 bolus wizard normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9. On (B)(6) 2021 13:04 bolus wizard normalbolusamountprogrammed = 11.2 bolusamountdelivered = 11.2. On (B)(6) 2021 15:14 bolus wizard normalbolusamountprogrammed = 8.7 bolusamountdelivered = 8.7. On (B)(6) 2021 17:47 bolus wizard normalbolusamountprogrammed = 10.3 bolusamountdelivered = 10.3. On (B)(6) 2021 18:23 manual bolus normalbolusamountprogrammed = 1.5 bolusamountdelivered = 1.5. On (B)(6) 2021 18:54 manual bolus normalbolusamountprogrammed = 1.8 bolusamountdelivered = 1.8. On (B)(6) 2021 19:14 bolus wizard normalbolusamountprogrammed = 4 bolusamountdelivered = 4. On (B)(6) 2021 19:35 bolus wizard normalbolusamountprogrammed = 2.3 bolusamountdelivered = 2.3. On (B)(6) 2021 19:58 bolus wizard normalbolusamountprogrammed = 2.6 bolusamountdelivered = 2.6. On (B)(6) 2021 20:46 bolus wizard normalbolusamountprogrammed = 5.3 bolusamountdelivered = 5.3. On (B)(6) 2021 21:22 bolus wizard normalbolusamountprogrammed = 3.9 bolusamountdelivered = 3.9. On (B)(6) 2021 22:01 manual bolus normalbolusamountprogrammed = 2.9 bolusamountdelivered = 2.9 . On (B)(6) 2021 22:50 bolus wizard normalbolusamountprogrammed = 5.9 bolusamountdelivered = 5.9. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer stated there blood glucose was high and it was not going down. Customer blood glucose was 28 mmol/l. The insulin pump will not be returned for the analysis.